Manufacturer narrative:
Investigation results: device analysis findings: the stent was discarded and the stent delivery system will not be returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of unintended use error contributed or caused the event. This code was selected as the most probable complaint cause based on the information available. The product record review confirmed that this is not a new failure type, and the risk is anticipated. There was no evidence of a manufacturing issue or design issue which could have caused the complaint. It is most likely that the reported stent dislodgement occurred due to an unintentional handling error during unpacking, most likely as the stent protector was being removed. During the manufacturing process a stent protector would not fit over a damaged stent, and furthermore any unit not meeting specification would be automatically scrapped.

Event description:
It was reported that stent dislodgement occurred. A 2.25 x 38mm synergy xd drug-eluting stent was selected for treatment. However, during unpacking, the stent had separated from the balloon, and the stent protector had been removed first. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that stent dislodgement occurred. A 2.25 x 38mm synergy xd drug-eluting stent was selected for treatment. However, during unpacking, the stent had separated from the balloon, and the stent protector had been removed first. The procedure was completed with a different device. No patient complications were reported.